Manufacturer narrative:
(B)(4) date sent: 10/20/2020 d4: batch #u5cg3v investigation summary the analysis results found that one psee60a device was returned with the anvil bent upwards and without a reload present. No functional test was performed due the condition. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that the device was clamped over an excess of tissue, causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, apparently knife blade would not return to home position properly when fired on a vessel. Some staples dropped but echelon seemed to staple vessels okay. A new echelon was opened to complete the case. There was no change to the procedure or post op patient care. Patient consequence was not reported.